Manufacturer narrative:
G4: this device is not distributed in us, so that 510k# is blank. D4.: UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd drive pcb as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed, that the lcb distal cover glass broken, the suction channel buckled, the mechanical base plate corroded, the air/water socket deformed, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg control body) cut, the remote control buttons cut, the aft suction tube dirty, the segment loose, the insertion flexible tube worn out, the light guide cable worn out and the electrical pin connector defective. However, these defects are not the main cause and/or irrelevant to the alleged complaint. This defect occurred, not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not, during procedure. There was no report of patient harm. Video image failure.